Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During review of device session records, there were episodes of non-sustained right ventricular oversensing (nsrvo) noted due to noise on the right ventricular (rv) lead. No intervention has been performed at this time and the patient will continue to be monitored.

Event description:
Additional information received indicated that the lead was explanted and replaced to resolve the event and the patient was stable following the procedure.

Event description:
Additional information received indicated that the right ventricular (rv) lead was dislodged. The lead dislodgement resulted in inadequate high voltage therapy during an episode of ventricular fibrillation, and the patient was defibrillated externally to resolve the event. A lead revision procedure is anticipated.